Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that the patient wanted to know if the number of programs had been changed. The patient stated that when they first got the implant, they had 9 programs, but today, when they checked, there were only 7 programs. The agent reviewed with the patient that the programs can only be set up by their healthcare provider. The patient also mentioned that they had to significantly increase the stimulation to feel it on the new program, review therapy expectations. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and repeated previously noted information. Patient again said their settings were not what they were at before and they want to know why. Agent attempted to review program options and offered to walk patient through changing programs. Please note patient was difficult to follow and interrupted agent frequently when agent was trying to answer their questions, patient never connected to ins during the call. Patient requested to speak with mdt rep, agent reviewed role of pss and redirected to hcp. Reviewed biofeedback compatibility and communicator general use.